Event description:
During an open gastric bypass, the knife blade was detached from the device, however the staple was intact. Twelve hours postoperatively the pt required 3 units of blood. It is not known what contributed to the bleeding.